Event description:
The user received a falsely low hcg result for one patient sample. The first result from a poured aliquot into false bottom tube was 4.47 iu/l. The sample was repeated because the lab had already reported a positive result for a urine qualitative test on this same patient. The two repeat results from a new aliquot in a sample cup were > 10,000 iu/l. The third repeat result with a dilution of 1:100 was 19220 iu/l. When the error was discovered, the user called the doctor to inform him. The patient was at the office at that time and the doctor had the correct result when he saw the patient. The hcg reagent lot number was 15666101. It was noted the user had not performed qc on the reagent pack prior to the event.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable, an instrument related issue can be excluded. Based on informaiton provided, a sample pipetting failure, due to bubbles on the sample surface or an improperly aligned sample tube, is the most likely cause. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient who was treated with poly-l-lactic acid during two sessions in one week in 2007. Poly-l-lactic acid was injected in the malar and peri-oral-jawbone regions. Relevant medical history was not mentioned and concomitant medications were not taken. It was reported that the patient is very slim and is a nurse. Sometime in (B)(6) 2008, one year after poly-l-lactic acid injection, the patient developed granulomas. Radiofrequency and intra-implant serum were given as treatment for this event. At the time of this report, the event remains ongoing. Reporter's causality assessment: not provided.